Manufacturer narrative:
No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. Based on the information obtained, the complaint was unable to be confirmed and a root cause was unable to be determined. Labeling review: "...the implantation of spinal systems should be performed only by experienced spinal surgeons with specific training in the use of this spinal system because this is a technically demanding procedure presenting a risk of serious injury to the patient..." "...correct selection of the implant is extremely important. The potential for success is increased by the selection of the proper size of the implant. While proper selection can minimize risks, the size and shape of human bones present limitations on the size and strength of implants..." "...notching, striking, and/or scratching of implants with any instrument should be avoided to reduce the risk of breakage..." "...care should be used in the handling and storage of the brigade implants. The implants should not be scratched or damaged. Implants and instruments should be protected during storage and from corrosive environments..."

Event description:
It was reported that when inserting an intervertebral spacer during an anterior lumbar interbody fusion procedure, the inserter locked and would not disengage from the implant which caused the spacer to break. No further information on patient or procedure impact was reported. No additional information was provided.